Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the depth limiter, suture and t's are missing from the device. The needle is bent. The retaining tube is deformed in a manner consistent with t2 being present at one time. Under the retaining tube there is a white residue. A presumptive blood test was performed using 3% hydrogen peroxide solution which confirmed biomaterial present. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Device appears to have been used. Review of manufacturing records confirmed all components required for this product build were issued to the work order. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).

Event description:
During a meniscal repair procedure it was reported that when the product was opened no sutures or anchors were enclosed with the product. Additional information received stated the procedure was completed successfully with a backup device. There was no reported delay, patient injury or surgical complication. The device was received and evaluated. The inspection revealed that the product was bent and shows evidence of t2 being present. The product also presented with traces of human matter indicating use.